Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. (B)(4).

Event description:
The customer reported that 364 ml of tpn was set up at 1709 on channel c using the picu profile, to infuse at 11ml/hr, but the entire bag was empty in less than 5 hours. The only patient details available are that the event involved an infant with a poor prognosis who was on ECMO, and that the patient subsequently died (the tpn infusion was unrelated to the ECMO circuit). It is not known to what extent, if any, that the event may have caused or contributed to the death, however the customer has declined to provide any additional patient or event details.

Manufacturer narrative:
Concomitant medical products: 500ml baxter exactamix bag, ref (B)(4), lot 1174169, exp 2019-07. The suspect pump module and primary set were returned for investigation. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the primary set and there were no leaks observed from the set.

Event description:
The customer reported that 364 ml of tpn was set up at 1709 on channel c using the picu profile, to infuse at 11ml/hr, but the entire bag (367ml) was empty in less than 5 hours (approx. 8:30pm).

Manufacturer narrative:
The customer¿s report of a tpn overinfusion was not confirmed. The pcu event log shows that at 5:10 pm on (B)(6) 2016 the device was programmed to infuse tpn at 11 ml/hr. The event log shows the infusion continued until 7:04 am on (B)(6) 2016. The reason for the time discrepancy is the user having changed the time when presented with the time of day pop-up when programming a delay. The log shows the user changed the time to 0700 at 8:24 pm on (B)(6) 2016. The time was corrected to the server time (10:07 pm) shortly after the power on that occurred at 8:41 am. Then at 10:09 pm, the user again changed the time to 0700. The time was corrected to the server time (12:30 pm on (B)(6) 2016) shortly after the power on occurred at 09:20 pm on (B)(6) 2016. The infusion actually only ran for approximately 3 hours and 25 minutes. The pcu event log shows the volume recorded as being infused during this period was 37.206 ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and primary set were not returned for investigation. The root cause of the tpn overinfusion was not identified.